Event description:
Allegedly, patient was revised due to peri-prosthetic fracture. Revision njr number: (B)(4). Side: l. Primary asa: p2 - mild disease not incapacitating. Product no revised: product ID: kpontp32, advance onlay all poly patella 32mm tripeg, lot: 177967, qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.